Event description:
I have always used one place for eye exam and contacts. I do not remember the exact date, that I started having problems with my vision; I could not open my right eye due to sensitivity to the light; eye burned and watered. Constantly; red and oozey. Could see out of it. On a follow-up eye exam, the dr asked if the other doctor had told me about my eye ulcer. My eye was scarred, (cornea) still do. I could not wear contact for the next couple of months.